Event description:
The event occurred on an unspecified date in an intensive therapy unit (itu). The customer reported that an unspecified ICU medical disposable needlefree product was involved in a serious incident where a glass syringe became jammed during resuscitation efforts on a patient. As a result, unspecified critical therapy was unable to be administered during the resuscitation process. There is no additional information pertaining to any clinical impact or any specific harm for the patient at this time. If additional information becomes available, it will be submitted in a subsequent emdr if required.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received.

Manufacturer narrative:
The investigation summary was clarified and approved on 09feb2024 as follows: (note that the capital letters indicate where the investigation summary was updated.) Two photos were shared by the customer illustrating a glass syringe. No physical damage or anomalies are observed, and the syringe was closed. One used unknown 10 ml glass syringe adrenaline (epinephrine) injection 1:10,000, 1mg in 10ml aurum pharmaceuticals was returned for evaluation. As received, a broken portion of the microclave remained in the male luer of thr glass syringe. No additional damage or anomalies were observed. The broken portion was taken off from the male luer of the glass syringe, and the ID of the syringe was measured which was found to be out of specification for a compatible mating device. The customer's complaint of no flow/can't prime/difficult to prime was confirmed based on the physical sample evaluation. The use of glass tip/filled syringes are known to be dimensionally incompatible. Typically, glass syringes have an internal diameter (ID) of approximately 0.048¿ or lower. The dfu states: the clave/microclave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110" . Luers that have an ID smaller than 0.062¿, such as the glass syringes, may cause damage to the clave spike or obstruct flow. The probable cause is typical due to access with an incompatible mating device during use. A review of the device history record could not be conducted because no lot number was identified.

Manufacturer narrative:
Additional information from the customer can be found in section b5.

Event description:
The customer provided additional information on 01-may-2023 stating that the concomitant faulty syringe also appears to have plastic jammed in the luer lock ends.

Event description:
The customer provided additional information specifying that the mating device was an unspecified glass syringe manufactured by bd.

Manufacturer narrative:
Two photos were shared by the customer illustrating a glass syringe. No physical damage or anomalies are observed, and the syringe was closed. One used unknown 10 ml glass syringe adrenaline (epinephrine) injection 1:10,000, 1mg in 10ml aurum pharmaceuticals was returned for evaluation. As received, a piece of the microclave was observed to be broken off inside the fluid path. No additional damage or anomalies were observed. The broken piece was taken off from the fluid path, and the ID of the syringe was measured which was found to be out of specification for a compatible mating device. The customer's complaint of no flow/can't prime/difficult to prime was confirmed based on the physical sample evaluation. The use of glass tip/filled syringes are known to be dimensionally incompatible. Typically, glass syringes have an internal diameter (ID) of approximately 0.048¿ or lower. The dfu states: the clave/microclave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110" . Luers that have an ID smaller than 0.062¿, such as the glass syringes, may cause damage to the clave spike or obstruct flow. The probable cause is typical due to access with an incompatible mating device during use. Additional information from the manufacturer can be found in g1 and d9. Additional information from the customer can be found in b5.